Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from a vitros performance verifier sample when processed on a vitros 350 chemistry system. The assignable cause was determined to be user error. The customer failed to calibrate vitros na+ slides, or restore an appropriate calibration with a reference fluid lot change. In the ¿when to calibrate¿ section of the vitros na+ instructions for use (IFU) the customer is instructed to calibrate na+ whenever the vitros reference fluid lot number changes. There is no indication of a reagent issue or an instrument issue.

Event description:
Higher than expected vitros na+ results were obtained from a vitros performance verifier (pv) sample when processed on a vitros 350 chemistry system. The following results breached vitros na+ potential health and safety criteria: vitros pv I lot q5358 na+ results of 153.0, 155.0 mmol/l versus an expected result of 121.0 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. Although no affected patient sample results were reported outside of the laboratory, it cannot be confirmed that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).